Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and reported leak appear to be due to reported unstable cap. The investigation determined the reported unstable cap to be related to product quality issue. The issue is being addressed per internal operation procedure. Abbott vascular (av) will continue to trend the performance of these devices.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system (cds), while flushing the device, flush was noticed to be coming out of the lock lever cap. The cap was attempted to be screwed down but was unable to be tightened. The physician stated the cap was not screwed on properly and was unable to loosen or tighten, even with a hemostat. The cds was not used and was discarded. There was no clinically significant delay in the procedure. No additional information was provided.